Manufacturer narrative:
Qn#(B)(4). A visual nor functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. The device history review could not be conducted since the lot number was not provided. At this time because the sample is not available it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed and the root cause is unknown. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
The clips do not hold they fall when we want to apply them. There was no patient injury.